Event description:
The customer reported that there was inaccurate measurement from the ag-920pa multi-gas unit used for measurement of anesthetic gas agents, oxygen, or co2. They would like to know possible causes for inaccurate readings. Ref MFR report 8030229-2014-00100.